Event description:
The user reported that pad sparked. Upon further investigation, we found that the cord had been severed and the heating pad was very crumpled.

Manufacturer narrative:
The user reported that pad sparked. Upon further investigation, we found that the cord had been severed by an external source and the heating pad was wadded up. Our investigation shows the sparking occurred as the cord was severed. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions. Numerous components were bent or broken. We also found remnants of a zip tie that the customer used to hold down the trigger switch.